Event description:
It was reported that in one incident while attaching a tubing set to an IV bag the tubing "fell out from the spike." The reporter stated that there have been approximately 12 tubing sets where tubing separations have occurred. There was no reported pt involvement in any incidents. Although requested, no additional info was provided.